Manufacturer narrative:
Livanova (B)(4) received a report that the touch screen of the s5 double head pump became unresponsive during a procedure. There was no report of patient injury. A livanova field service representative was dispatched to the facility to investigate. The pump was opened and all connectors were checked and found to be seated properly. A functional verification test was performed without any faults. The service representative was not able to confirm the reported issue. Subsequent testing found no further issues and the unit was returned to service. As the issue could not be reproduced, a root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Livanova (B)(4) received a report that the touch screen of the s5 double head pump became unresponsive during a procedure. There was no report of patient injury.